Event description:
Surveillance study. It was reported that following a coronary drug eluting stenting treatment procedure, the pt presented with in stent restenosis. The index procedure treated two vessels. The first being a de novo, type b2, 90% stenosed 3.0x14mm target lesion located in the distal right coronary artery (rca). Treatment consisted of pre dilation with an unspecified 2.0x15mm balloon inflated to 18 atm's and the placement of a 3.0x16mm taxus express2 study stent deployed at 16 atm's. Post dilation was performed with a kissing balloon technique using the taxus express2 delivery system balloon inflated to 12 atm's and the pre dilation balloon inflated to 14 atm's. Ivus was performed confirming the stent was well apposed resulting in 0% residual stenosis. The second vessel was a de novo, type c, 100% stenosed 2.5mm target lesion located in the bifurcation of the 1st obtuse marginal vessel. Treatment consisted of pre dilation with two unspecified 2.0x15mm balloons inflated to 10 & 18 atm's and the placement of two taxus express2 study stents (2.5x16mm, 3.0x20mm) both deployed at 14 atm's each. Post dilation was performed with a kissing balloon technique using the 3.0x20mm taxus express2 delivery system balloon inflated to 10 atm's and the 2.0x15mm pre dilation balloon inflated to 16 atm's. Ivus was performed confirming the stent was well apposed resulting in 0% residual stenosis. Twenty thousand units of heparin were administered. The pt was discharged 2 days later on bayaspirin and plavix. No angina was confirmed at the 1 and 6 month f/u visits. At 336 days post the index procedure an angiogram revealed 90% in stent restenosis of the 1st obtuse marginal branch. Reintervention the same day treated the 2.75x5.0mm target lesion with angioplasty resulting in 0% residual stenosis. Ten thousand units of heparin were administered. The pt was discharged two days later. Per the physician, the event was listed as "definitely" related to the study stent.

Manufacturer narrative:
As the unit has not been returned, a technical analysis could not be performed. The mfg records were reviewed and no issues or discrepancies were found and met all specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu.